Event description:
It was reported that patient never had therapeutic effect, except for half a day one time. It was reported that implant wouldn¿t work, so an x-ray was taken, and it was determined that the paddle had slipped. It was reported that the paddle was revised, but still never worked. Patient wanted to know why their implant would not work. It was additionally noted that the patient¿s trial had gone well.

Manufacturer narrative:
Concomitant medical products: product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).